Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2013, due to patient's allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03970 and 2014-07133).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2013, due to patient's allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted no bone ingrowth into acetabular component, inflammatory-appearing membrane, inflammatory tissue, and fibrous tissue/membrane. Acetabular cup and modular head was removed and replaced. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested.